Event description:
Additional information received from a manufacturing representative reported that the patient had a revision scheduled for (B)(6) 2016. The manufacturing representative was unsure if the surgery was for a revision or more exploratory to try and find the location of the impedance issue. The cause of the impedance issue was unknown. The manufacturing representative clarified their comments about the device not working as well as the patient's last device. The manufacturing representative was referring to the impedance issue when they made that comment.

Event description:
Additional information received from a manufacturing representative reported the lead was replaced.

Manufacturer narrative:
Mfg site ID was updated to (B)(4). Device information was updated.

Manufacturer narrative:
Concomitant medical products: product ID: 3389-40, lot# v066176, implanted: (B)(6) 2008, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3389-40, lot# v007803, implanted: (B)(6) 2008, product type: lead. Product ID: 64001, lot# n481237, implanted: (B)(6) 2015, product type: adapter. Product ID: 64001, lot# n481237, implanted: (B)(6) 2015, product type: adapter. (B)(4).

Event description:
A manufacturing representative reported that high electrode impedances were measured and the impedances were fluctuating. The manufacturing representative was not sure if the patient was programmed using the electrodes with high impedance. The implantable neurostimulator (ins) was on at the time of this report. The patient's tremor was controlled, but they felt their current ins was not as good as their previous ins. The manufacturing representative planned to meet with the patient the following week. The patient's indication for use is parkinson's dual and movement disorders. No cause, actions/interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.